Manufacturer narrative:
The technician found the brake cam pivot is broken. The technician replaced the brake cam pivot to resolve the issue.

Event description:
The account alleged the brake caster is not holding when in brake mode. No pt impact.